Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was in an auto accident on (B)(6) 2018 and since then they had had a hard time programming the ins. It was stated that they had been needing to make an adjustment almost weekly and the ins was not helping with their symptoms. The patient did not have access to their programmer (pp) on the call, so programming and therapy considerations were reviewed. It was recommended that they follow up with their healthcare provider to discuss the ins. No further patient complications are anticipated or expected as a result of this event.